Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient stated ins was replaced (due to normal battery depletion) and her current ins has never helped with bladder control. She also stated it was 'shocking the heck out of my vagina' and 'hurting my rectum' to a point where she could hardly walk. She stated her husband has gone through all the programs and adjusted stimulation on each one. She stated she turned stimulation down when she felt the shocking / pain and felt better. There were no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who stated they have an appointment with the healthcare professional (hcp) (B)(6) 2020 at 1pm due reported issues and requested a manufacturer's rep be present at the appointment. The rep was contacted who spoke with patient and will be present at the hcp appointment on tuesday (B)(6) 2020. There were no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported they met with the patient on (B)(6) 2020, and the shocking was resolved. They stated the impedance check was normal, the patient denied any falls, injury or trauma. The device had been off for 3-5 days prior. A program change had been made. The new setting was noted to be appropriate, comfortable, vaginal sensation per the patient. They were at a much lower setting than they had been prior. The patient was also reeducated on how to use the smart programmer and turn down stimulation if it ever became uncomfortable or too strong.